Manufacturer narrative:
Device evaluation details: the device evaluation was completed. Visual inspection was performed and a hole was found on the pebax and a reddish brown material. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. A manufacturing record evaluation was performed and no internal action was found during the review. The customer complaint regarding force issue was unable to duplicate during the product investigation however, the blood (reddish brown material) inside the pebax area found could be related to the reported issue. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. The customer had also provided pictures to aid in the investigation. According to pictures provided by customer, error 401, 319 and 82 were observed on carto 3 screen. Also, a picture showing catheter packaging was received for analysis, however, the photos do not provide sufficient information related to the reported event and therefore no result can be obtained from it. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab identified a hole in the pebax. It was initially reported by the customer that during the operation, error code '82' was displayed. The second catheter was used to complete the operation. There on 6/4/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. On 6/16/2020, during visual analysis, a hole was found in the pebax along with a reddish-brown material. This finding of a hole in the pebax has been assessed as an MDR reportable malfunction since the integrity of the device is compromised. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 6/16/2020 and reassessed this complaint as MDR reportable.